Event description:
It was reported that intermittent occlusion alarms occurred. The current glucose level was noted as 246-480 mg/dl. Reportedly, the customer changed cartridge and infusion set to address the issue.